Event description:
Additional information received from the hcp reported that the patient worked with their hcp and manufacture representative to evaluate, interrogate, and turn on the device. All impedances were within normal range. The issues were resolved to the hcp's knowledge.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0mmmh, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The healthcare provider (hcp) reported the device was intermittently turning off, resulting in sudden loss of efficacy. The problem had been happening for ¿about a month.¿ cause, troubleshooting, actions, and outcome remain unknown. Follow-up was conducted to obtain additional information. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor.